Manufacturer narrative:
(B)(4). The carefusion field service representative identified a faulty front panel as the cause of the frozen screen. The carefusion field service representative replaced the front panel and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty front panel was received by carefusion on march 18, 2015 and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Event description:
During preventive maintenance of the device the carefusion field service representative noted that when the device is first turned on the device boots up however the touch screen is frozen and will not accept changes.

Manufacturer narrative:
The device was received into the carefusion failure analysis lab for evaluation. The device was evaluated and the reported failure was not reproduced. However the during the evaluation, the failure analysis lab found a lot of foreign debris at the bottom of touchscreen between the bezel and touchscreen. The touchscreen also had a lot of dry liquid spots. Debris between the touchscreen and bezel could have intermittently caused the touch screen to freeze and not respond to touch.